Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a charger issue resulting in the device not charging, and the user was advised to call for troubleshooting and potential replacement. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alerts or alarms. Customer care agent provided remote troubleshooting and user education. Investigation of this case revealed a suspected charger or power supply malfunction associated with the external power/charging component, pending additional information from the customer to confirm the failure mode. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information.